Event description:
It was reported, "patient with a PICC received end of february. Has a complicated vascular disease with an increased tendency to form clots and receives ilomedin treatment via the endocrine / diabetes clinic for this. According to. Pat. She received treatment 2 weeks ago and then the PICC line should have worked adequately, acc. Her statement. Now, two weeks later, you do not get backflow when changing at the health center. Pat. Have not experienced pain or discomfort. It turned out during the x-ray check that there was a leak at shoulder level, at 25 cm on the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2245 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample and an injection cap was attached to the luer adapter. Curved shape memory was observed along the length of the catheter shaft. A permanent kink impression was observed at the 25cm depth marking. The catheter kinked preferentially at the kink impression during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed a leak at the kink site. The catheter was fully occluded distal of the kink site. Microscopic inspection of the leak site revealed a longitudinally aligned split at the corner of the kink impression. The split exhibited a dully granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The kink impression and split appeared to have been caused by sharp kinking of the indwelling catheter shaft. It appeared that placement technique, securement technique and patient anatomy may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "patient with a PICC received end of february. Has a complicated vascular disease with an increased tendency to form clots and receives ilomedin treatment via the endocrine / diabetes clinic for this. According to. Pat. She received treatment 2 weeks ago and then the piccline should have worked adequately, acc. Her statement. Now, two weeks later, you do not get backflow when changing at the health center. Pat. Have not experienced pain or discomfort. It turned out during the x-ray check that there was a leak at shoulder level, at 25 cm on the catheter."